Event description:
It was reported that the stent occluded. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for a patient procedure and implanted on (B)(6) 2020. During a routine follow up appointment the eluvia stent was found to be occluded. The patient was treated with laser and drug coated ballooning to reopen the stent. The patient outcome was reported as fully recovered. No further complications were reported. The patient was noted to be fully compliant with medicine regimen.